Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(6). At 8:18 am, the meter result was 2.4 inr. At 8:45 am, the meter result was 1.9 inr. Customer's therapeutic range is 2.5-3.5 inr. The customer tests every two weeks.

Manufacturer narrative:
E3-occupation is patient/consumer. The meter and test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. H3 other text : na.